Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021 during the replacement procedure. During the surgery, the patient was administered with IV antibiotics (specific date and duration not reported). This report is submitted on february 08, 2022.

Manufacturer narrative:
This report is submitted on december 14, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to an infection. The patient was reimplanted with another device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.